Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation the filter seam was found to be damaged, which cause the device to leak from the filter.

Event description:
The initial reporter stated that they had a set that was leaking around the filter. They provided no other information. At the time of the complaint the initial reporter stated that they did not have any information about the complaint or if the device had been in use by a patient when it occurred. They advised that they were unable to get any additional information. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had a set that was leaking around the filter. They provided no other information. At the time of the complaint the initial reporter stated that they did not have any information about the complaint or if the device had been in use by a patient when it occurred. They advised that they were unable to get any additional information. (B)(4).